Event description:
Customer reported that she delayed taking her medications due to her freestyle freedom reading incorrectly. Customer reported receiving readings of 113 mg/dl, 107 mg/dl and 99 mg/dl and stated she lost consciousness. There was no report of third party medical intervention or diagnosis. Customer reported taking oral medications to alleviate her symptoms, however, she doesn't clarify what type of medication she took. There is no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.